Event description:
The customer reported the unit's liquid waste bottle cracked and leaked fluid underneath the unit and floor mat during a night shift. The customer stated there was no injury or adverse effect associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance.